Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Device received with scratched case, missing display window cover and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer was unable to access the menu screen. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.